Event description:
Customer reports on behalf of his spouse that she had a c-section in 2005. The customer reports a three-year uneventful post-op course until late 2008 at which time the patient began to experience pain. The patient was seen by a physician who reports possible pelvic inflammatory disease and reports that a suture is seen below the abdominal skin surface. The patient was referred to an ob/gyn for follow-up.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.